Event description:
Dealer advised replacing left motor gear box and there is short in the cord from the motor to the controller. Dealer advised getting error code 4 and 5. Dealer advised also noticed the right motor gearbox having the same issue.

Event description:
Dealer advised replacing left motor gear box and there is short in the cord from the motor to the controller. Dealer advised getting error code 4 and 5. Dealer advised also noticed the right motor gearbox having the same issue.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
(B)(4). Received device evaluation (B)(4) 2015. Conclusion: wiggle wires by the strain relief and it will shut off and give a brake fault.